Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be confirmed. However, as noted, it was discovered that the coating material on the insertion section was peeling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their olympus bronchofiberscope due to experiencing difficulties with the suction channel. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the coating on the insertion section was deteriorating and peeling off. This report is being submitted to capture the deteriorating coating.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was found that the suction operating channel does not work. Peeling off the coating on the insertion section (greater than or equal to 1 x 1 mm2) was also found. The defect was attributed to physical stress, reprocessing method and storage environment of device, plus user handling or wear and tear. Other device issues found: leak at control unit; a-rubber glue chipped; universal cord wrinkled; universal cord scratched; the suction operating channel does not work. Users can detect the suggested event properly by handling the device in accordance with the instruction manual identifying the following related verbiage: ¿preparation and inspection of the endoscope: inspect the objective lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities.¿ ¿important information ¿ please read before use caution: do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ ¿reprocessing: general policy: precautions: warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found.¿ ¿storage: caution: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the event occurred after procedure. There was no damage/injury on the patient.